Event description:
Resident was seated in wheelchair, trying to roll forward on carpet. Front right wheel turned under chair. Resident fell forward striking head on tv stand. Upon evaluation, weld/tubing/joint failed at right front wheel.